Manufacturer narrative:
Additional and corrected information is provided in sections h.6 and h.11. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. As of november 26, 2025, the sample has not been received by the irvine technology center (itc); therefore, the customer reported event cannot be confirmed based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The unspecified handpiece risk management report (rmr) 926-1450-001 rev. At, was reviewed and the hazards/harms potentially related to the reported event have been identified and mitigated. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an aspiration failure occurred during ultrasound mode and blockage during cataract surgery with intraocular lens implant (iol). Despite the tip and a handpiece were replaced with another ones and reboot was done, the situation could not improve. After replacing the cassette pak with another one, the surgery was restarted. It was unknown whether the surgery was completed or not. There was no patient impact. Additional information has been requested, none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.